Event description:
The user facility reported the unit was not passing its biological indicators. The cycles' subject of the reported event completed successfully. There were no procedural delays/cancellations or injuries reported. The user facility cannot confirm whether all of the instruments subject of the reported event were reprocessed before being used in patient procedures. The facility has stated they believe that some of the instruments were reprocessed, however due to the amount of time that has passed and the quantity of instruments used the day of the reported event a confirmation that all instruments were reprocessed cannot be provided.

Manufacturer narrative:
A steris service technician arrived at the facility and found that the bis used in the reported event were non-steris brand (3m). 3m biological indicators have not been qualified by steris for use in our steam sterilizers. The technician completed a thorough inspection of the unit and confirmed the unit fully operational. During his inspection, the technician verified the calibration of the pressure and temperature of the machine was within specification, and all plumbing was checked and met specification. The technician was not able to duplicate a failed bi cycle after conducting multiple test cycles with bis in the same lot as the reported event. Test cycles included 5 dart tests, 3 biological loads and one leak rate test. All bis and cycles completed successfully. No repairs to the unit were made. The steris technician followed up with the facility after the reported event and was informed the facility has had no further issues with failed bis.